Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient called in stating she was having issues with her programmer and possibly her implanted device. The patient reported getting poor communication on the patient programmer. Patient reported her device was not helping and cannot adjust with her remote. Patient stated after a while of the device did not work. Device was not doing anything, tried batteries nothing worked. Went to doctor's office, didn't bring piece in but tested it and was working but not working properly. The patient noticed last 2 times tried to increase because it was not working as well. The patient stated that the issue began 9 months ago where he starting to turn up a little bit. Turning up would only last a little bit. The patient stated they had tried to turn it up slightly more it hit nerve and sciatic nerve leg straightened by self-screaming was terrible turned down and went away however bladder condition seemed to get worse. The patient called the health care provider's office to make an appointment and could not get appointment till (B)(6). Patient stated she literally has no sensation to pee and would just pee on herself, which limited her going places. The patient sometimes would feel like they have to go but if bathroom more than 10 feet away won't make it. The patient wears heavy overnight pads for urination and would not go out. The patient fell twice in (B)(6) 2016 and was given new monitor. Fell on the side where implant was in (B)(6) 2016 nothing happened still worked, then had a fall landing carrying granddaughter turned body and fell on buttock but landed on left side. The patient was given a new programmer that worked fine for a while. The patient used the programmer last months to turn up and lasts weeks but right now the programmer was not responding; only showing it was trying to find it and question mark. The patient was at the doctor on the day of this call they made scheduled appointment for (B)(6). The patient's indicators were for urinary dysfunction/sacral nerve stim /sacral nerve stim/ gastrointestinal/ pelvic floor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare provider reported that patient would be scheduled for removal of the device to undergo MRI.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.